Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem was not confirmed with a visual inspection. Nothing was identified visually that contributed to the reported problem. The reported problem was confirmed with a functional evaluation. The bur could not be removed through kpc nor a case. Disassembly revealed that the bur could not be removed from the collet. The bur broke off in the collet during an attempt to remove it and the piece could not be removed. This restricted further disassembly, preventing investigating the exact cause. The cable passed testing. The exposure motor passed testing. Although the reported problem was confirmed, there are multiple causes and the most likely cause of this event cannot be determined without additional evidence. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. Refer to the real intelligence cori for knee arthroplasty user manual (500230 rev g), section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, the surgeon began milling the distal femur, and the representative noticed the bone model was turning red due to distal femur over-resection. They stopped burring and began to troubleshoot. They noticed the burr was sticking out past the drill guard. They tried to unlock it and reassemble, but they could not get the drill disassembled or the burr out. The procedure was resumed after a non-significant delay using a smith and nephew backup device and adjusting the plan to account for the distal femur over-resection. No further complications were reported as a result.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was not returned for evaluation. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. Refer to the real intelligence cori for knee arthroplasty user manual (500230 rev g), section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with the cut technique or an improper assembly process. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.} corrected data: b1, h1, h6 (health effect - impact code).